Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2016 at 4.00 am, after she spilt ¿soda¿ on the meter. The patient manages her diabetes with insulin (no adjustments), and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient denied, developing any symptoms due to the alleged issue. She reported that 6-7 hours after the issue occurred she developed symptoms of ¿feeling weak, starting to sweat and feeling tired.¿ the patient denied receiving any treatment/intervention for the symptoms. At the time of troubleshooting, the csr noted the subject meter would not power on manually and that there had been misuse of the product. Products were requested back for investigation, but not replaced. This complaint is being reported because the patient reportedly developed symptoms/signs of acute metabolic distress after the alleged meter issue began.